Event description:
It was reported during a thyroid procedure, the device was chirping more than normal and cutting very slow. They used another like device to complete case with no pt consequences.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.